Manufacturer narrative:
Method: device not returned. No device history record (DHR) review can be done because the serial number is unknown. The echo and operative reports requested will not be provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the device will not be returned due to infection; therefore, an evaluation cannot be done. The source and type of infection have not been disclosed. But, the customer commented that this explant was not expected but not device related. Without return of the device and the source and type of infection, we are unable to conclusively determine root cause for explant of this device.

Event description:
Reportedly, a valve was explanted after an implant duration of approximately 8 months due to infective endocarditis (ie). Through follow up with the surgeon, the following information was provided: the customer reported that a magna ease valve, model 3300tfx19mm, was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) in (B)(6) 2012 at another medical facility. Size and serial number for the valve and implant date are unknown. On (B)(6) 2013, the device was explanted for a bentall procedure and replaced with a 21mm valve. Mitral valve replacement (mvr) with a 25mm was also performed during the same surgery. The patient condition was reported as under treatment at (B)(6) 2013. No update provided. The device will not be returned for evaluation due to infection. Echo report will not be provided. Photos were provided. The customer commented that this explant was not expected but not device related.